Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tap not sticking event on 15-may-2024. The cause of product was not adhering due to less sticky nature. Non-serialized product being replaced. No further information available.